Event description:
The customer contacted baxter's technical service center to report a check heater line alarm which occurred on home choice (hc) during use during fill 1 of 7 . The home patient (hp) stated that he had opened the door and pulled on the lines. The hc was priming again. The baxter technical representative (tsr) asked the hp if he was connected. The hp stated no. The tsr asked the hp if he had started over with all new supplies. The hp stated no. The tsr asked the hp to close the clamps and turn the hc off. The tsr explained that the hp will have to start over with new supplies. The hp stated that the hc will be set up with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, (B)(4) spoke with the nurse regarding the check heater line alarm and use/user error. The nurse stated that she had spoken to the patient a day before and the patient has been continuing therapy fine with no issues. The patient is aware of proper procedures related to the therapy. The nurse did not have any information on the sample or the lot number. No further information available. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a check heater line alarm was not confirmed in the lab. The cause for check heater line alarm was undetermined. Patient's use error involved during therapy, patient disconnected himself and reconnected with used disposable set did not attribute to check heater line alarm. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).